Manufacturer narrative:
The device was not returned for analysis.  A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
When the sheath introducer of an optease was taken out from its pouch, the distal tip was confirmed to be frayed. Therefore, it was replaced with a new optease. The procedure finished successfully. There was no reported patient injury. The product was not clinically used and it will not be returned for analysis. The patient¿s information was unknown. The target lesion was unknown. The patient¿s vessel level of tortuousness and calcification were unknown. The rate of stenosis was unknown.

Manufacturer narrative:
Additional information was received that the device was stored per IFU.  There was no damage to the packaging.  No additional information is available. The device was not returned for analysis.  A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan.  Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the distal tip of the optease sheath introducer was confirmed to be frayed when removed from the package. The device was replaced with a new optease and the procedure was finished successfully without patient injury. No damaged was noted to the packaging and the device was stored according to the instructions for use. The product was not clinically used and it will not be returned for analysis. No additional information is available. The device was not returned for analysis. Review of lot 17322275 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.  The reported distal tip frayed/split/torn could not be confirmed and the root cause could not be determined as the device was not returned for analysis. Given the limited information available for review, clinical factors contributing to the event could not be determined. Neither the DHR nor the information available for review suggest a design or manufacturing related cause for the difficulty experienced by the customer; therefore, no corrective action will be taken at this time.